Manufacturer narrative:
Implant and explant dates are approximate. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
On (B)(6) 2018: revision of hip prosthesis posed in 1999. Decision to change only the acetabulum and the head, preservation of the stem. 12 days before the operation, different exchanges of mail, sending radiography and the 1999 operating report to the supplier for adequate material. The representative confirmed a type of abg ii rod and will send the necessary equipment. During the intervention, we find that the heads obtained do not fit on the rod in place. During the operation we recontact the supplier who deduces that it is a type abg I prosthesis, offers to seek a solution and send a head as soon as possible, but to no avail. We close the operative field after temporary plastic head break. Later in the day, we will learn from the supplier that the desired head is not available at all. Reoperation of the patient 5 days later, setting up an adapted tv from another provider.

Event description:
(B)(6) 2018: revision of hip prosthesis posed in 1999. Decision to change only the acetabulum and the head, preservation of the stem. 12 days before the operation, different exchanges of mail, sending radiography and the 1999 operating report to the supplier for adequate material. The representative confirmed a type of abg ii rod and will send the necessary equipment. During the intervention, we find that the heads obtained do not fit on the rod in place. During the operation we recontact the supplier who deduces that it is a type abg I prosthesis, offers to seek a solution and send a head as soon as possible, but to no avail. We close the operative field after temporary plastic head break. Later in the day, we will learn from the supplier that the desired head is not available at all. Reoperation of the patient 5 days later, setting up an adapted tv from another provider. Update as per medical review: the patient was revised due to poly wear and shell loosening.

Manufacturer narrative:
An event regarding loosening involving an abg shell was reported. The event was confirmed by medical review. Method & results: product evaluation and results: not performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant concluded: ¿on (B)(6) 2018 a revision of the acetabulum of the left hip was performed for a diagnosis of ¿loosening, poly wear, aseptic status-post total hip replacement¿. The operative report describes a modified anterior approach and notes, ¿acetabulum nearly complete loss of posterior wall roof well preserved¿ ¿no examination of the explanted devices, no patient demographic, and no clinical or past medical history are available. The additional surgery on (B)(6) 2018 and delay in hospitalization was due to failure to provide the appropriate stryker head for the revision surgery by the company representative. This representative ultimately claimed it was not available and a competitive product was utilized on the (B)(6) 2018 surgery. This represents a failure to provide the surgeon with the needed device but does not represent any evidence of faulty component design, manufacturing or material as responsible for this late revision surgery nineteen-and-a-half years after the primary hip arthroplasty.¿ product history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the investigation confirmed that the shell loosened. The clinician indicated that this ¿does not represent any evidence of faulty component design, manufacturing or material as responsible for this late revision surgery nineteen-and-a-half years after the primary hip arthroplasty.¿ the root cause could not be determined as insufficient information was provided. Further information is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.